Manufacturer narrative:
This follow-up report is being submitted to relay additional information.complaint sample was evaluated and the reported event was confirmed. The instrument was returned without original packaging for evaluation. The instrument was visually inspected and found to show signs of use, with some minor scratching and discoloration on the handle, and a fractured tip. DHR was reviewed and no discrepancies were found. The instructions for use (IFU) for this product states in the section titled 'warnings and precautions': avoid undue stress or strain when handling or cleaning instruments. Investigation results concluded that the reported event was due to excessive force applied during use, beyond what the instrument was designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Unique identifier (UDI) number: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported an elevator broke during a procedure. No adverse events have been reported as a result of the malfunction.